Manufacturer narrative:
The reported event that the tip of the screwdriver t20 broke off allegedly during surgery of the right distal femur, could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The screwdriver was received for evaluation broken, at the tip. The visual examination revealed that the surface of the screwdriver is slightly scratched, while the breakage surface shows signs of torsional deformation and fatigue breakage. The flutes of the broken tip are slightly twisted, the breakage surface has many cracks while the edges are deformed. These patterns are consistent with over-torqueing of the instrument. The device was manufactured in 2014 and was reported to be part of a loaner kit. This means that it has experienced a lot of usage, sterilization processes and transportation throughout the years and all these procedures can definitely affect its integrity. Most likely, during usage of the device, excessive torque was applied. Such power, in combination with reported hard bone, and even violent moves, could definitely deform the screwdriver and lead to such a breakage. Since the inspection revealed signs of wear with a circular movement, it is evident that the breakage occurred while twisting the screwdriver. As per IFU (v15011): ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way." As per cleaning and sterilization guide (l24002000): ''the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. [¿] stryker (B)(4) typically does not specify the maximum number of uses appropriate for reusable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ the screwdriver is made out of steel. If it has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. Based on the investigation, the case could be classified as user related due to over torque. The screwdriver was most likely twisted under high loads and eventually broke. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
As per sales rep, reported the tip of the screw broke off allegedly during surgery of right distal femur for patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As per sales rep, reported the tip of the screw broke off allegedly during surgery of right distal femur for patient.